Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/08/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. It was reported that upon removal of the sensor, the patient's mother noticed an infection at the sensor insertion site. The patient was treated with mupirocin ointment that was prescribed by the patient's doctor from a previous skin reaction on (B)(6) 2017. Additionally, it was indicated that the patient did not have enough fatty tissue to place the sensor on approved sites. At the time of contact, that patient was doing fine. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.